Manufacturer narrative:
(B)(4). The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available, this report will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy pacemaker (crt-p) and left ventricular (lv) lead exhibited a high out of range pacing impedance measurement greater than 2,000 ohms resulting in activation of the lead safety switch (lss) feature. The lead was programmed back to bipolar configuration and pacing impedance measurements were noted to be stable and acceptable. No adverse patient effects were reported. This product remains implanted and in service.